Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) undersensed atrial fibrillation (af) beats, leading into anti-tachycardia pacing (atp). The atp accelerated the rhythm into ventricular fibrillation (vf) zone, the device then delivered a shock that stopped the vf. Then another vf started a few seconds after, with successful conversion with a 41 j shock. The technical services (ts) recommended to uncheck supraventricular tachycardia (svt) discrimination to avoid checking v>a criteria for the first missed atrial beat. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) undersensed atrial fibrillation (af) beats, leading into anti-tachycardia pacing (atp). The atp accelerated the rhythm into ventricular fibrillation (vf) zone, the device then delivered a shock that stopped the vf. Then another vf started a few seconds after, with successful conversion with a 41 j shock. The technical services (ts) recommended to uncheck supraventricular tachycardia (svt) discrimination to avoid checking v>a criteria for the first missed atrial beat. This ICD remains in service. No additional adverse patient effects were reported.